Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise over-sensing which resulted in inappropriate mode switching and premature ventricular contraction (pvc) episodes. No intervention or changes were reported. The patient remained in a stable condition.